Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as very raw, open oozing wounds. The patient measures outside the max size for the lifevest and the vest is tight and digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and removal of the vest for the skin irritation. The patient had ICD placed and ended use. Follow up indicated that the skin irritation improved.